Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. The access port was explanted on (B)(6)2009 for a leak and was returned with the lap-band sys and the replacement access port which were removed for the band slippage. There was no complaint against the replacement access port. Allergan has received the product, however, the analysis has not been completed at this time. Band slippage, obstruction and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported events of obstruction as follows: obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, band leak and port site pain."

Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. No additional info was provided. Follow-up findings: pfn was sent to allergan band. Event description states: "prolapsed band, 11 o'clock - 4 o'clock position." No info if a replacement was used. Follow-up findings: access port, explanted and returned with separate report for previous port leak the six months prior to band slippage. Follow-up findings: pt was seen for abdominal pain and an esophagram was performed and large gastric prolapse consistent with band slippage and gastric obstruction.